Event description:
It was reported that the left ventricular (lv) lead and the right ventricular (rv) lead both exhibited increasing thresholds. It was confirmed on x-ray that the lv lead had become dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204trm implantable cardioverter defibrillator (ICD) (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2007; 6935m62 implantable tachy lead (B)(6) 2013.(B)(4).